Manufacturer narrative:
Age/date of birth: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is (B)(6) 2020. Email address unknown, information not provided. (B)(4). The device was discarded and not returned for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zct400 intraocular lens (iol) was implanted and the patient ended up with 1.5 - 2 diopter of residual cylinder. The lens was exchanged with a zcu600 iol and the patient was doing fine post-operatively. The explanted lens was discarded. No additional information was received.

Manufacturer narrative:
Correction: in review of the complaint, it was found that sub-optimal results was not reported in the initial MDR. As a result the following field has been updated: (B)(4). Additional information: additional information was received. As a result, the following fields have been updated: age/date of birth: (B)(6). Date of event: (B)(6) 2020. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).